Manufacturer narrative:
Samples were drawn into li heparin tubes with no gel barriers and centrifuged for 5 minutes at 3700 rpm. Qc performed on the day of the event was within the customer's established ranges. A field service engineer was on-site (B)(4) 2010. Fse cleaned the wash carousel and replaced some hardware. Fse then rebuilt the substrate pump after which qc performed was within specifications. System was verified per established procedures and all results met specifications. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding elevated accutni and ckmb results generated by the access 2 immunoassay system. The initial accutni results were in the range 19.23-53.86ng/ml and the ckmb results for 2 patients were 67.84 and 51.33. Upon repeat on a different instrument, the results were in the normal reference range (the exact results were not supplied). No reports of death, injury, or change to patient treatment have been reported in connection with this event.